Manufacturer narrative:
Additional information was received stating that the o2 flow readings at the closed valve was at the level of 0.3l/min. No or low flowing oxygen when the flowmeter is off will not cause a hypoxic mixture. There was not a reportable malfunction. H3 other text : additional information was received stating that the o2 flow readings at the closed valve was at the level of 0.3l/min. No or low flowing oxygen when the flowmeter is off will not cause a hypoxic mixture. There was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.